Manufacturer narrative:
Stryker further evaluated the removed therapy pcb assembly and also verified the reported issue. It was also observed that the pcb was unable to provide defibrillation therapy. Stryker determined that the cause of the issues was due to integrated circuit, designator u30. The removed pcb was destructively tested and archived by stryker.

Event description:
The customer contacted stryker to report that their device was producing an event code that indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device was producing an event code that indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.